Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead was detached from the target vessel when the outer catheter was removed. When the lead was attempted to be re-implanted, the physician found the wire could not be inserted into the lead. Heparin was used to flush the lead repeatedly however; the wire still could not be fully inserted. The lead was removed and replaced. The patient was in stable condition.